Manufacturer narrative:
The product was not returned for evaluation. From the information provided, there is no indication that there was any device malfunction, nonconformance, or misuse that contributed to the reported event. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2020-00080, 3005168196-2020-00082.

Event description:
On (B)(6) 2019, the patient underwent a thrombectomy procedure in the m1 segment of the middle cerebral artery (mca) using a penumbra system 3d revascularization device (psr3d), penumbra system jet 7 reperfusion catheter (jet7) and, penumbra system 3max reperfusion catheter (3maxc). On (B)(6) 2019, a follow up 24-hour computerized tomography (CT) scan revealed evidence of the left mca infarction with suspect contrast staining. This event is considered resolved with clinical sequelae as of (B)(6) 2019. The progression of index stroke was reported to be a serious adverse event related to the psr3d, jet7, 3maxc and, the index procedure.